Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tl30 staples malformed on the rectum. The surgeon put some overstitiches to close the tissue. The device was discarded.